Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a revision procedure sometime in 2011 (likely (B)(6) 2011). During this procedure, the patient was implanted with an unknown less invasive stabilizing system (liss) plate for a previously fractured femoral shaft. On an unknown date thereafter, the liss plate broke. The patient was returned to the operating room on an unknown date to have the broken hardware removed. At that time (and based upon received documents), the patient was changed to a coupled, long-stemmed total knee arthroplasty (femur). No additional information is available at this time. This report is for one (1) unknown liss plate. (B)(4).

Manufacturer narrative:
Patient initials are (B)(6). This report is for one (1) unknown liss plate. The exact date of the liss plate implant procedure is unknown; however, the procedure likely occurred on (B)(6) 2011 (based on received records). (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records review was conducted. The report indicates that: DHR review for: part: 422.259 lot: 2692981; manufacturing location: (B)(4); manufacturing date: 27. Jan. 2011. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Synthes manufacturing location was discovered upon receipt of subject device. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On 16.dec.2016: the part and lot number of broken plate provided.

Manufacturer narrative:
Investigation summary: our legal department is in touch at court, no further information available at the moment. The lot 2692981 was manufactured with a lot size of (B)(4) pieces in january 2011 and we are not aware of any other complaint for this article- and lot number. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding, dimensions, material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard iso 5832-11 for implants for surgery, ti al6 nb7. Product not returned/incomplete, therefore, a root cause could not be defined due the article was not provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated information: our legal department is in touch at court, no further information available at the moment.